Event description:
On (B)(6)2021, this 49-year-old female peritoneal dialysis {pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services she underwent surgery for her pd catheter. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient's pd registered nurse reported this patient underwent a planned, nonemergent outpatient procedure for a pd catheter (not a fresenius product) revision on (B)(6)2021. It was found the patient had omentum wrapped around her pd catheter which caused drain difficulty during ccpd therapy on the liberty select cycler at home prior to this procedure. The patient was not hospitalized and has recovered from this event. It was confirmed the patient's pd catheter complications caused by wrapped omentum was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).